Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for investigation. The root cause is a faulty luminox sensor. The interna; photonic o2 sensor is not functioning because of this failure. In this case the calibration of the photonic o2 sensor is not possible. Patch 19 was installed.

Event description:
The customer reported bellavista1000 giving alarm 303 - communication to epc disconnected prior patient use. The respiratory staff noticed the error during power boot up. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical for evaluation. The reported complaint was not duplicated. The damage to the backlight cable was caused during maintenance. (This did not cause the 303-communication to epc disconnected technical failure alarm). The display was replaced. As a resolution, vyaire initiated to replaced the unit main board. Updated unit software to 6.0.2100.0, performed complete calibration and the unit worked properly according to its specifications.